Event description:
It was reported by service report that the foot left load cell had an error due to the load cell cable coming unplugged. The customer could not determine whether there was patient involvement or if adverse consequences occurred.